Event description:
Received a report from a consumer indicating they sought medical treatment for a strong odor that developed after using co's product. Consumer advised their doctor removed a 2x2 piece of the tampon piedget.